Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a company representative regarding a patient receiving an unknown in trathecal medication via an implanted pump for an unknown indication. On (B)(6) 2018, the patient¿s sutures holding the pump in place came loose and the pump was moving in the pocket. There were no clinical issues present. The surgeon opened the pocket and put new sutures in and that was all that was done. It was noted environmental/external/patient factors that may have led or contributed to the issue and diagnostics/troubleshooting performed were "not applicable." The issue was resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ other medications the patient was taking at the time of the event were unable to be obtained and were not available. The patient¿s weight at the time of the event and medical history were asked but unknown. No further complications were reported/anticipated or expected.